Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a nadir blood glucose of 40 mg/dl and approximately one hour under 70 mg/dl; the user had recently restarted the system and did not typically announce meals, and a potential overcorrection after prior hyperglycemia was discussed. Symptoms included low blood glucose without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and recovery to in-range glucose without medical intervention or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia management, avoidance of overcorrection, and the importance of meal announcements. Investigation of this case revealed no device malfunction and suggested user-related factors, including possible overcorrection and lack of meal announcements, as contributors to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.